Manufacturer narrative:
Livanova (B)(4) manufactures the s3 roller pump. The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the issue and replaced the index sensor, speed potentiometer and motor control board. The error persisted, so the motor was replaced the the error no longer appeared. The customer requested that all replaced parts be put back into the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s3 roller pump stopped and displayed an error code during a procedure. There was no report of patient injury.